Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). ¿ the initial medwatch reported the returned device found foreign material clogged in the air/water cylinder, air/water tube plastic distal end cover, connecting tube and the adhesive on the bending section cover during evaluation; however, the customer returned the device without reprocessing which caused the foreign material to remain in the device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside the air water cylinder, air water tube, plastic distal end cover, adhesive on the bending section cover, and connecting tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.